Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Service technician was able to duplicate customer reported problem that states failure to display fraction of inspired oxygen on ventilator during testing and evaluation. Further investigation found the fraction of inspired oxygen function was on a disabled mode preventing it from displaying the fraction of inspired oxygen value on the vent. Enabled the fraction of inspired oxygen function and the vent display the fraction of inspired oxygen value. Unit passed 120 hours of extended bench testing without error condition. Unit passed initial final and initial alarm volume test with no abnormalities or unusual alarm conditions. Vent was opened and inspected; no anomalies found. Process ventilator through service to meet all factory specifications and standards.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported failure to display fraction of inspired oxygen on the enve ventilator. At this time, there is no information regarding patient involvement associated with the reported event.